Event description:
Customer reported that the system would quit displaying images if moved during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface pcb, fluoro functions pcb, and foot switch. System operates as intended.